Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 71 mg/dl at the time of incident. The customer stated that the insulin pump had sticky buttons and the reservoir lip ring was cracked and loose. Customer stated that the drive support cap appears to be normal. Customer stated that the motor error had occurred while changing the set. The insulin pump will not be returned for analysis.